Manufacturer narrative:
As received, only the connector segment of the lead was returned for analysis. Clavicular crush breaching outer and inner insulations were noted distal to suture sleeve impression region. The cause of the reported event was due to this clavicle crush damage. Electrical test that could be performed on this piece didn¿t find discontinuities on any conduction paths. The reported events of lead damage, inadequate capture and low impedance were confirmed.

Event description:
During a follow-up in clinic, there was decreased pacing lead impedance (pli) and increased capture threshold noted on the right ventricular (rv) and right atrial (ra) leads. Diagnostic imaging revealed that the leads were damaged due to clavicular crush syndrome. The leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2017865-2018-00116.